Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomed performed defibrillation calibration which resolved the reported issue. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing preventative maintenance on their device, they were not getting any energy output registered on their analyzer during the 2 joules test. As a result, defibrillation may not have been possible if it were necessary. There was no patient use associated with the reported issue.